Event description:
A (B)(6) advia centaur xp hcv result was observed by the customer and was considered discordant when compared to a previous (B)(6) result and repeat (B)(6) test results. There was no known report of adverse health consequences due to the (B)(6) advia centaur xp hcv result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no system issues that may have contributed to the discordant result. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.